Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction. On (B)(6) 2024, the patient reported a wearable failure. The patient also reported an event with shocking sensations in (B)(6) 2023. The patient also reported additional information about a skin reaction that developed in the area. The patient went to the emergency room on (B)(6) 2023 due to shocking and burning sensations on the skin and the medical doctor prescribed topical cream (¿burn cream silver sulfadiazine¿) to be used at home. She remained in the ER 6-7 hours for monitoring and no other treatment occurred. She went home that evening in stable condition. Follow up contact was made with the patient on (B)(6) 2024. She provided new details about her skin status and stated since the initial report, although the skin had healed, she developed a scar in the area which was visible. She did not remember any other details from the event on (B)(6) 2023. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information available.